Manufacturer narrative:
(B)(4). Date sent: 02/01/2016. Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. (B)(4).

Event description:
It was reported that during an laparoscopic right lower lobectomy procedure, the staples malformed: the surgeon used the device with a gold reload to anastomose the lobe on the first firing. There were staples malformed at the distal segment. The surgeon changed to a new gold reload and anastomosed the lobe from the distal part of the first staple line. The staples at the distal segment of the second staple line were also malformed irregularly. Another device was used to complete the procedure, there was no adverse consequence for the patient reported.